Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Also was involved pla320400/(B)(4). The medwatch# 2953161-2017-00061 was submitted to FDA to cover this device. Please note that the information related with an endoleak was covered in the event# (B)(4) and a medwatch #2017233-2015-00842 was submitted to FDA on 11/30/2015. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection).

Event description:
On (B)(6) 2014 a patient underwent endovascular treatment of a 5cm thoracic aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu313115/(B)(4)). The aneurysm was successfully excluded with no evidence of endoleak. There remained patency of the celiac artery without evidence of dissection or abnormalities. On (B)(6) 2015, the patient underwent a reintervention treatment of a distal type I endoleak located at the inferior border of the previously placed stent graft, of descending thoracic aortic aneurysm whereby a conformable gore® tag® thoracic endoprosthesis (tgu313110/(B)(4)) and a gore® excluder® aaa endoprosthesis (pla320400/(B)(4)) were implanted. The endoleak was successfully treated. When the physician removed catheters and withdrawn a 22 fr. Sheath, the angiogram was performed and the right common iliac and right external iliac arteries showed dissections related to access. Self-expanding absolute stents (7mmx40mm and 9mmx40mm) were deployed. Completion angiogram showed a good result. There was stenosis of the right internal iliac artery, but there was antegrade flow. The patient tolerated the procedure.